Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated he received a cycler alarm and cancelled treatment. The patient stated his floor was wet, but the cycler was not wet and he did not know where the source of the leak was. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. The pdrn stated it was unknown where the fluid leak was observed, and stated the patient did not report any fluid leaking from the cassette or when opening the cassette door. Per pdrn it was unknown if any disposable samples were retained. The disposable lot number was unknown.